Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive architect stat troponin-I result of 0.345 mg/ml was generated for patient sid (B)(6) 2022. The customer received a new sample (B)(6) from the same patient 2 hours later and the result was negative at <0.010 mg/ml. The customer then retested both samples on two different architect analyzers and results were negative (<0.010 and 0.011 mg/ml). Normal range for this patient is <0.028 mg/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included the following: ¿ labeling was reviewed and found to adequately address the falsely elevated patient results. ¿ a ticket search for lot 40623un22 did identify an increased complaint activity related to the falsely elevated patient results. ¿ a review of ticket trending data for the architect stat troponin-I (ln 2k41) was performed. - no adverse trends were identified. ¿ historical performance of the lot 40623un22 was reviewed which was evaluated using world wide data from abbottlink for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 40623un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 40623un22. ¿ device history record review was performed on lot 40623un22, which did not show any potential non-conformances, deviations, or non-conformances. Based on the investigation no product deficiency was identified for architect stat troponin-I assay list 02k41-27 lot 40623un22. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.